Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The proximal stent strut rows 1 to 3 were severely misaligned. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were found along the entire length of the hypotube. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).

Event description:
This complaint is now reportable based on the analysis completed on 05/21/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x8 mm taxus liberte stent would not cross the lesion. The 90% stenosed lesion being treated was located in the calcified unknown vessel. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "no problem". However, the returned product revealed stent damage.